Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 88.2cm distal of the strain relief. The distal portion of the device was missing. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 30mmx3.5mm target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure the delivery shaft was fractured at 15cm away from the distal end of the balloon. The device was simply pulled out and nothing was left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 30mmx3.5mm target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure the delivery shaft was fractured at 15cm away from the distal end of the balloon. The device was simply pulled out and nothing was left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.